Event description:
Patient presented with high impedance. X-rays were performed and the physician did not see a lead fracture. X-rays performed have not been received by the manufacturer for review. It was noted by the patient¿s mother that the patient had been hit in the generator area on several occasions at school. Patient was referred for full revision (replacement of the lead and generator). Patient underwent full revision. The explanted lead and generator have not been received by product analysis to date. No other relevant information has been received to date.